Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last pt to use this monitor did not report any deficiencieses.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Upon service investigation the monitor failed incoming functional testing. The monitor was able to detect but did not fire any pulses. The root cause of the detect and treat failure is currently under investigation. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this monitor did not report any deficiencies.